Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator failed pressure transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The expiratory valve coil was replaced to resolve the issue and sent back for further investigation. The returned expiratory valve coil has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for more than 72 hours. It passed 4 other pre-use checks after ventilation without any issue. The reported issue could not be reproduced. Therefore, no root cause can be established. The expiratory valve consists of a membrane in the cassette that is operated by the axis of the expiratory valve coil. The valve is fully open as long as no power is supplied to the coil. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-u. Corrected brand name: base unit servo-u d4 ¿ version or model # - previous version or model #: servo-u. Corrected version or model #: 6694800.

Event description:
Manufacturer's ref. #: (B)(4).